Event description:
Pt spontaneously called the pharmacy letting the pharmacy know that her legacy pump was alarming with no disposable clamp tubing. She checked and the cassette was attached properly. Pharmacy is shipping pt a new pump to replace the malfunctioning pump and a return box to obtain the malfunctioning pump. Pt did not miss any therapy as her other pump is working correctly. No other info known. Reported to (B)(6) by pt/caregiver. Dose or amount: 24 nkm, frequency: continuous, route: IV. Dates of use: from (B)(6) 2018 to current. Diagnosis or reason for use: i27.0.